Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to conclusively determine the root cause for explant of this device. Prosthetic endocarditis of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. In this case, there is no evidence suggesting that there was a malfunction or quality deficiency of the edwards valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a (B)(6) female underwent a valve explant after an implant duration of approximately one (1) year. Through follow up with the health care provider, it was learned that the patient's post-operative course after her initial valve implant one year earlier was complicated by staphylococcus epidermidis prosthetic valve endocarditis (pve). The patient subsequently went on to develop severe aortic valve insufficiency secondary to a large perivalvular leak with a large left ventricular outflow tract healed abscess cavity which prompted the explant. No vegetations or active infection were noted during explant. Once the valve was removed, it was clear the patient had a large abscess cavity that involved the annulus and extended below into the left ventricular outflow tract. The valve was replaced by a 21 mm carpentier-edwards perimount magna ease pericardial bioprosthesis. A small jet (not a pvl) was noted on tee after implant of the second edwards device. The surgeon attempted to surgically repair this site by adding an additional suture to the leak point. Assessment by tee again revealed this small jet was still present. The surgeon felt this area was likely coming from 1 of the pledgeted prolene sutures that was anchoring the valve in place. He did not want to entirely remove the valve. The surgeon elected to wean off bypass and administer protamine. This small jet was noted to be even smaller at that time and he documents that he felt this spot would thrombose. The patient was noted to be in stable condition at the end of the case. The date of endocarditis was undetermined through investigation. Event is assessed as early pve.